Event description:
Per the clinic, the patient experienced a performance decrement resulting in the decision to discontinue use of the device. Reprogramming attempts were made; however, the issue could not be resolved. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
Implanted device remains.